Manufacturer narrative:
H3, h6: the actual complaint product was not returned for evaluation. The device history record for this lot have been reviewed and found to be in compliance. A trend related investigation was performed; no trend could be identified. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a health care professional stated that the consumer experienced discharge and ulcer after wearing contact lens in right eye. The current status of the consumer¿s eye was symptom resolved at the time of this report. Additional information has been requested but not yet received.